Event description:
It was reported that a malfunction occurred on a pump after it was dropped on the floor, displaying malfunction code "malf 12." There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information, and the customer was advised to reset the pump independently. The customer was instructed to call back if the issue persisted.